Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 197, 189, 217, 170 and 213 mg/dl. Customer also stated that at a scheduled doctor's appointment his blood glucose test result fasting using the meter was 170 mg/dl and with the doctor's meter was 140 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 mg/dl - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated he had tested prior to the call and had obtained 157 mg/dl fasting. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 07/31/2020 and test strips were opened 2-3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6).